Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged due to squashing in the proximal region. The coating of the rope conductor to the ring electrode was damaged in that area. This damage manifestation can with high probability be regarded as cause for the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the observed damage manifestation indicated excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome".

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 14 months, oversensing with artifacts was reported. No deterioration of the patient's state of health was reported. The lead and ICD were explanted.